Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of a ruptured 70mm abdominal aortic aneurysm. It was reported during the index procedure the device was prepped by flushing however the guide wire would not pass through the device. An additional stent graft was subsequently implanted successfully. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
It was reported that the cause of the event was due to the device being kinked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a kink was observed at the stent stop 17.7cm from the taper tip. The graft cover was kinked/twisted 30.5cm to 32.2cm from the taper tip. A 0.035inch guidewire was loaded via the distal tip and advanced; resistance was noted at the stent stop. The guidewire was loaded via the luer and advanced; resistance was again noted at the stent stop. The graft was deployed, and visual inspection confirmed the inner spiral lumen was kinked underneath the stent stop. If information is provided in the future, a supplemental report will be issued.